Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please provide product code and/or lot number. Will product be returned for analysis?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. It was also reported that the suture broke. Additional information has been requested.